Event description:
A diabetes educator contacted dexcom technical support, on behalf of a patient, on (B)(6) 2014 and claimed no audio output on the patient's device (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, the patient tested the alert functionality and the diabetes educator reported alerts were not functioning. Dexcom has issued an rga for patient to return the device to be investigated.